Event description:
Flash fire from class "d" oxygen cylinder with a suspect regulator. Fire fighter opened valve on oxygen cylinder to administer oxygen to pt during an ems call. Flash fire immediately resulted causing substantial burns to the arms, chest, neck and face of fire fighter. Nickel size hole in regulator found after flash fire.